Manufacturer narrative:
According to the customer, the nebulizer was not misting her "albuterol and sodium chloride" medication that is prescribed twice daily. The customer reported the medication is prescribed to treat her "bronchiectasis", and she has been without her medication for about "2 weeks". The customer reported she has not experienced any worsening of respiratory symptoms related to the reported issue. The customer did not report any serious injury, medical intervention, or follow up care related to the reported incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, the nebulizer was not misting her "albuterol and sodium chloride" medication that is prescribed twice daily.